Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the power ignitor cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The light source cannot be lighted on due to malfunction in the power ignitor cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the light source did not light. The issue occurred during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.